Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal deployed sideways. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the device in question. Note: hospital was unable to provide the exact date of the event. They stated that the event had occurred "about two weeks ago."

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).